Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. Analysis revealed the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant. The lead was received with the helix stretched. Visual inspection found distortion of the distal conductor within the is-1 connector. The distal continuity test result was failed. Performed destructive analysis and found conductor fractured. This is indicative of the connector pin being turned an excessive number of times during helix retraction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure, the lead had high thresholds. Another lead was implanted. No patient complications have been reported as a result of this event.